Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown reasons. A new lead was successfully placed, and no additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.